Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient¿s replacement generator and existing lead were tested and high impedance was observed. The lead was not replaced during the procedure due to time constraints. The patient underwent lead replacement surgery on (B)(6) 2014. The explanted generator and lead have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
It was reported that high impedance was not observed prior to generator replacement surgery. It was reported that no pre-operative diagnostics were performed prior to the generator replacement. Clinic notes dated (B)(6) 2014 note that the epileptologist identified high impedance and vns lead malfunction was suspected. The device was not programmed off after observing the high impedance.